Event description:
A customer contacted beckman coulter inc. (Bec) regarding three patients of which two generated erroneous high mcv and low mchc results without instrument generated flags and one generated low mcv and high mchc results without instrument generated flags on three unicel dxh 800 coulter cellular analysis systems over three different days. Two patients (#1 and #2) were diagnosed with hyponatremia. Erroneous results were not reported outside of the laboratory and there was no death, injury or affect to patient treatment. The customer reran the same specimens on an act diff instrument which recovered lower mcv and higher mchc results for patients #1 and #3, and recovered higher mcv and lower mchc for patient # 2, which the customer considers correct. This MDR report documents the results for patient 1 of 3; generated by the second dxh 800 instrument (serial number (B)(4)) on (B)(6) 2012.

Manufacturer narrative:
All instruments were running within qc limits. Per customer, they routinely run correlations between the instruments and they are within their acceptability limits. Service was not dispatched for this event. The provided instrument raw counts and rbc histograms were reviewed in detail by bec. There was no abnormality found. The provided data does not reveal any information about the cause of the failure. The cause for erroneous high mcv and low mchc is unknown. The results generated by the other instruments on different days have been documented in the following MDR reports: MDR #1061932-2012-00904 (dxh 800 serial number (B)(4) on (B)(6) 2012), MDR #1061932-2012-00903 (dxh 800 serial number (B)(4) on (B)(6) 2012), MDR #1061932-2012-00905 (dxh 800 serial number (B)(4) on (B)(6) 2012), MDR #1061932-2012-00952 (dxh 800 serial number (B)(4) on (B)(6) 2012), MDR #1061932-2012-00954 (dxh 800 serial number (B)(4) on (B)(6) 2012).